Event description:
(B) (6). (B) (6) mentioned that the site was having a problem with the server and having an error message after bootup. Ibm 3650 - mt# 7979 (B) (4) "!!!critical error memory retention failure, unflushed cache lost!!!" (B) (4) called ibm and conferenced (B) (6) at the site. Ibm will send out a tech. Ibm walked her through on the phone. Sounds like a firmware issue. (B) (4).... Download iso file on the cd and then tried rebooting the server thru that cd. We were able to get the server up and running so, the clinic is up and running. They are able to view all the images okay. Asked (B) (6) to copy the .iso to her desktop and burn it on the cd and then call us and we can call ibm for her and have the battery problem resolved.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6)2006 to (B) (6)2008 were the scope of this retrospective review. These events are being submitted under exemption # (B) (4). There is 1 event associated with this event type (malfunction) and product code llz.